Event description:
Per patient's husband the cadd ms3 pump is not working correctly. He said the stem is not coming up to take the cartridge. Fault did not occur while in use with patient. It did not cause patient injury. Device will be returned. No other information known.